Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the sensor was giving in accurate readings. Sensor would be accurate then it will drop to low blood glucose to the 40 mg/dl range. Which will trigger threshold suspend feature on the insulin pump. Customer will then realized that sensor is incorrect and will resume the device. Customer reported blood glucose of 130 mg/dl. Customer declined troubleshooting and is not returning the sensor for further analysis.